Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unable to perform basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test due to motor error alarm. Pump had cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had erratic low blood glucose but not hospitalized. Customer's blood glucose was 72 mg/dl. The customer doesn't want to troubleshoot at all but wants the device replaced. The customer low blood glucose is going on for a couples of weeks. The customer was advised that the device would be replaced.